Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a setscrew problem as it was impossible for the physician to secure the right ventricular (rv) lead into the connector port. The device was not used and was replaced with a different device. No patient complications have been reported as a result of this event.